Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had been experiencing low blood glucose levels after dinner and before bedtime. The customer needed assistance reviewing her current basal rate settings. The customer also stated that she was hospitalized a couple of times last year due to low blood glucose levels. The customer stated that she has an appointment with her hcp soon. Nothing further was reported.